Manufacturer narrative:
The returned battery module was evaluated. During the inspection, the battery module was able to power on; however, the lcd screen was scrambled (hv lines sync offset). When the battery module was powered off and then powered back on, the display was fixed and the issue did not reoccur.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that in the course of testing batteries for root, (3) batteries have a screen that is distorted and unable to read. In addition the screen is clouded. I would expect to see legible and clear data displayed on the battery while charging to root. Observed by clinical specialist assigned to unbox, test equipment (pre-install). These batteries have not been released to the floor for "go live" and requesting RMA/replacement. (Note: batteries refer to the radius-7 battery modules).